Event description:
It was reported that the right atrial (ra) lead dislodged during the night post implant. The physician indicated that they thought the ventricular lead may have interfered with the atrial lead during the implant procedure when the ventricular lead was being positioned. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.